Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an fourteen years and two months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that the sewing ring was removed during explant and there were remnants of green multifilament sutures still attached. The valve appeared slightly distorted. All leaflets were in the closed position with free margin of the right cusp (rc) against the belly of the left cusp (lc). The right cusp (rc) appeared prolapsed as result of the commissure dehiscence, and as a result, the free margins of left cusp (lc) and right cusp (rc) did not align with the free margins of non-coronary (nc) cusp. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. Tissue deterioration due to the commissure dehiscence is observed on the right (rc) and left cusps (lc). A tear and adjacent abrasions noted on the belly of the right cusp (rc), appeared to be due to contact with the bias cloth. Bloody thrombotic host tissue was found on the margin of attachment and extending to the non-coronary (nc) cusp. The left right commissure was dehisced, related to separation of the layers of the aortic wall behind the commissure. The sutures on the aortic wall were not observable. The right non-coronary commissure was intact with thin layer of pannus in the superior coaptive area. The left non-coronary commissure was intact with thin layer of pannus in the superior coaptive area. Thick tan pannus lined the inflow base stitching encroaching up to 6 mm on the non-coronary (nc) cusp, 5 mm on the right cusp (rc) and 5mm on the left cusp (lc) and into all inferior coaptive areas. There were remnants of pannus on the outflow diameter of the sewing ring that extended toward the outflow rails and margin of attachment. An unknown amount of pannus appeared to have been removed from the inflow and outflow during explant. Radiography did not reveal calcification on leaflets and / or commissures. Conclusion: based on the analysis of the returned valve, dehiscence of the commissure likely resulted in regurgitation and pannus formation likely resulted in stenosis. Commissure dehiscence and valve prolapse are known failure modes and their associated risks are documented in the risk management file. Since the valve has been implanted for over 14 years, it is unlikely that the stenosis / regurgitation are due to any potential manufacturing issue. Pannus overgrowth and calcification have been an inherent risk of surgical valve replacement and are addressed in the current risk management file. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device information updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.